Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 17.1 mmol/l (307.8 mg/dl). The pod was worn between 49 and 71 hours on the arm. It was noted that the needle did not deploy and the cannula was not visible. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 2951 pulses. No damages or defects were observed that would result in a needle mechanism failure. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. The soft cannula was found to be damaged on both the exposed and unexposed portions, and out of spec. The damage to both the exposed and unexposed portions occurred as a result of the same event. It could not be determined when or how this damage was sustained.